Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: during ventilation the ip restarted. Ventilation continued without interruption. After +/- 30 sec restarting time, normal operation continued.

Event description:
The following was reported to hamilton medical ag: summary: during ventilation the ip restarted. Ventilation continued without interruption. After +/- 30 sec restarting time, normal operation continued.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: hamilton medical ag received the log files of the device and according to the log file analysis the timespan between the appearance of high priority technical fault "panel connection lost" and its relieve message "panel connection lost condition removed" corresponds to approximately 30 seconds. Also, during these approximately 30 seconds, the log file entries confirm that the ventilation continued without interruption. The service technician performed the service software test, all subsequent calibrations and configuration adjustments successfully. The root cause for this event was determined to be faulty communication between the ip processor board and the vu processor board, due to a loose connection of the flat-cable between these two subassemblies. The technician tightened the loose cable. No hardware exchange was performed related to this incident. Since ventilation or therapy continues as required, this issue could not lead to harm to the patient. Therefore, hamilton medical ag considers this case a non-reportable incident.

Event description:
The following was reported to hamilton medical ag: summary: during ventilation the ip restarted. Ventilation continued without interruption. After +/- 30 sec restarting time, normal operation continued.